Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced urethral hypermobility, mesh exposure, gastrointestinal symptoms, felt rip, feeling of bladder sitting in abdomen, recurrence and stress urinary incontinence. The plaintiff also allegedly experienced pain, urinary problems, dyspareunia and other unspecified injury. The device was partially excised. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00206.